Manufacturer narrative:
Device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found no visible damage to the lens and clear surgical residue on the lens. Dimensional verification was performed and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.5/+1.0/090 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The lens was not exchanged for another lens. The reporter indicated the cause of the event was unknown.